Event description:
"Three (3) surgeons had issues with the final tightening of the malibu torque limiting driver slipping." On (B)(6) 2013, the customer report there were no injuries but at the end of the last surgery (posterior lumbar fusion at l4-l5) there was an issue "which caused concern". The surgeon felt he didn't adequately tighten the final screw with that driver and shared concern as he did not hear the final click to know the screw was securely tightened. He used a different driver to tighten the screw. Surgery was delayed for 5 minutes.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.